Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: lead 456853, implanted: (B)(6) 1998; 406858 lead, implanted (B)(6) 1998. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead was not sensing at all. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.